Manufacturer narrative:
Evaluation summary the sample was received for analysis and the reported issue was confirmed. The reported customer event is a known issue and root cause investigation efforts have been addressed in a corrective and preventative action. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that prior to patient use during the cuff check the cuff took longer to inflate and deflated. The customer reported that there was no patient involvement.